Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A lot history review (lhr) of reep2962 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that the peel-away sheath was not smoothly inserted to puncture site and sheath was moved back when inserter push sheath toward to skin. 23-oct-2020 per info received, introducer not break and stuck into patient instead customer remove the introducer right away, replace and complete the procedure.